Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
In the literature article jugular journeys: a novel approach for aveir leadless pacemaker implantation, an event of acute rise in pacing threshold during implant was reported. The right ventricular (rv) leadless pacemaker (lp) was unable to be retrieved and repositioned because the docking button could not be reached. The device was left in place and a transvenous pacemaker lead was inserted. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-04284, the same issue was previously reported as 2017865-2025-11454.